Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The service history review revealed no previous service events that would cause or contribute to the reported problem. An internal/external inspection was performed and the device passed, along with the electrical testing. The returned instrument testing evaluation (rite) functional testing failed for volumetric accuracy. Inspection of the door assembly showed that the piston foam was deteriorated. The cause of the failure was the deteriorated piston foam and a cracked door piston. The piston foam and door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.